Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) presented to the emergency room after receiving an electric shock. Upon evaluation, a code 1007 was displayed, indicative of capacitor charge time exceeding the limit. Boston scientific technical services (ts) was consulted and device replacement was recommended. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device has been received for analysis.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) presented to the emergency room after receiving an electric shock. Upon evaluation, a code 1007 was displayed, indicative of capacitor charge time exceeding the limit. Boston scientific technical services (ts) was consulted and device replacement was recommended. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. It is expected to receive this device for analysis.